Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was found that multiple cubies had duplicate addresses. A field service engineer (fse) discovered that a legacy full height drawer was not on the bus, and the light emitting diodes on the controller board were blinking excessively fast, the fse replaced the entire drawer and configured the new one to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary multiple cubies were showing as duplicate address. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.